Manufacturer narrative:
The device has not yet been received for evaluation. The root cause cannot be determined at this time. If any additional information becomes available, a supplemental report will be submitted.

Event description:
The coroent xl-h cutter fractured during surgery and revision required to remove. No patient injury.